Manufacturer narrative:
Pr(B)(4) follow up. It was reported there was a black speck floating in the vial determined to be polyoxymethylene. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a vial with a dark colored speck. No other information could be obtained from the photos. Polyoxymethylene and silicone are not related to the needle assembly manufacturing processes. Silicone could be related to our syringe manufacturing processes. A device history record review was completed for provided material number 305211, lot 3158854. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material #: 305211 batch#: 3158854 it was reported by customer that information regarding this report was provided by the reporter, the office staff member, who contacted medical information via phone on 26sep2024. On 25sep2024 the physician was drawing out medication from an eylea hd vial when they noticed a black speck floating in the vial. The affected product was not used. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Information regarding this report was provided by the reporter, the office staff member, who contacted medical information via phone on 26sep2024. On 25sep2024 the physician was drawing out medication from an eylea hd vial when they noticed a black speck floating in the vial. The affected product was not used. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? Yes a. If yes, what was used? (Brand & item #) alcohol wipe 3. Was the supplied 19g filter needle used to withdraw the dose? Yes 4. Was the tamper evident seal present on the carton? Yes 5. Was the tamper evident seal intact when the product carton was received? Yes 6. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 7. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 8. Which component contains the foreign matter: vial a. Vial location: floating in the solution/adhered to the inside of b. Syringe location: c. Filter needle location: d. Injection needle location: e. Carton location: 9. When was the foreign matter noticed: during withdrawal from the vial 10. Can you describe the foreign matter in terms of shape/color/size? Black speck 11. Does the foreign matter appear to be free-floating or fixed to the component? Free -floating 12. Describe any methods used to clean the vial or components? None 13. Was the vial upright or inverted during the withdrawal? Unknown 14. Was the dose prepared in advance? No a. If yes, how was it stored before administering? Bd catalog: 305211 bd lot: 3158854.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305211; batch#: 3158854. It was reported by customer that information regarding this report was provided by the reporter, the office staff member, who contacted medical information via phone on (B)(6) 2024. On (B)(6) 2024 the physician was drawing out medication from an eylea hd vial when they noticed a black speck floating in the vial. The affected product was not used. Complaint received via email(s). Rcc received a complaint via email. Information regarding this report was provided by the reporter, the office staff member, who contacted medical information via phone on (B)(6) 2024. On (B)(6) 2024 the physician was drawing out medication from an eylea hd vial when they noticed a black speck floating in the vial. The affected product was not used. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to product.complaints@regeneron.com. Were non-supplied components used in preparing/administering the dose? Yes a. If yes, what was used? (Brand & item #) alcohol wipe. Was the supplied 19g filter needle used to withdraw the dose? Yes. Was the tamper evident seal present on the carton? Yes. Was the tamper evident seal intact when the product carton was received? Yes. Was the shipping container damaged? No. If yes, what part of the shipping container was damaged? Was the product carton damaged? No a. If yes, what part of the carton was damaged? Which component contains the foreign matter: vial a. Vial location: floating in the solution/adhered to the inside of b. Syringe location: c. Filter needle location: d. Injection needle location: e. Carton location: when was the foreign matter noticed: during withdrawal from the vial. Can you describe the foreign matter in terms of shape/color/size? Black speck. Does the foreign matter appear to be free-floating or fixed to the component? Free -floating. Describe any methods used to clean the vial or components? None. Was the vial upright or inverted during the withdrawal? Unknown. Was the dose prepared in advance? No a. If yes, how was it stored before administering? Bd catalog: 305211; bd lot: 3158854.

Manufacturer narrative:
(B)(4) follow up: it was reported there was a black speck floating in the vial. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a vial with a dark colored speck. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 3158854. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.